Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that meter continued to read blood glucose as 562 mg/dl. Customer did not believe that meter readings were correct and requested assistance. Customer was advised to check blood glucose and it was noted to blood glucose per meter was above 600 mg/dl. Customer was advised on how to treat this high blood glucose. Customer also received assistance with settings.